Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a patient experienced multiple complications during impella cp support. After one day of support, it was noted that the patient experienced bleeding issues from their access site, a gastrointestinal bleed, and bloody output from their nasogastric tubing. Blood products were given to address the ng output and gi bleed. The dressing was changed and a sandbag was placed to manage the oozing from the access site. In addition, it was noted that the patient's impella limb was cooler with no pulse in the right dorsalis pedis or posterior tibial. A plan was made to wean pressors to stimulate flow to the leg. Support continued following the interventions, however the patient expired two days later. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome